Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd emerald¿ syringe broke during use. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: the affected sample was returned in support of this complaint. A reference sample was also available. Visual inspection of the returned sample presented the tip broken. The reported issue was verified. The material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100 % the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, it is believed that the syringe tip could break because of any imperceptible damage in the barrel at the moment of the use or some strong condition during handling or use of the product. The probability of finding this kind of defect is very low and any recurrence is unlikely in our products since review syringe DHR showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: minor damaged in the barrel which produced breakage of the tip during handling of the product in the manufacturing process.

Event description:
It was reported that bd emerald¿ syringe broke during use. No serious injury or medical intervention was reported.